Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg = other (81) -device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Two devices were returned and the devices had different lot numbers. Reference medwatch report 1820334-2024-01615 for basket 1, this report, where it was found upon inspection no damage to the device was noticed aside from broken wires coming from distal end of sheath. Basket 2, reference medwatch report 1820334-2025-00476, upon inspection the yellow support tubing and sheath was broken at the handle. Handle was actuated, and the basket would not open/close.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d3/g1 (email), h6 (annexes a/g). Investigation ¿ evaluation: it was reported that, ncircle delta wire tipless stone extractor baskets failed to close and open. The failure occurred with two baskets. Both the baskets were tested, and they worked. During the procedure, the first basket would not close, and the second basket would not open. The procedure was successfully completed after stopping the use of baskets. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Two devices were returned and the devices had different lot numbers. Reference medwatch report 1820334-2024-01615 for basket 1, this report, where it was found upon inspection no damage to the device was noticed aside from broken wires coming from distal end of sheath. Basket 2, reference medwatch report 1820334-2025-00476, upon inspection the yellow support tubing and sheath was broken at the handle. Handle was actuated, and the basket would not open/close. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer's instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. For this complaint upon inspection no damage to the device was noticed aside from broken wires coming from distal end of sheath. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances to this incident. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions: the device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, ncircle delta wire tipless stone extractor baskets failed to close and open. The failure occurred with two baskets. Both the baskets were tested, and they worked. During the procedure, the first basket would not close, and the second basket would not open. The procedure was successfully completed after stopping the use of baskets. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1- (customer person) title: buyer, postal code: (B)(6). G4: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.